Event description:
Procedure type: oophorectomy. According to the reporter: upon attempting to clip the artery, the machine malfunctioned, and became caught on the vessel. The surgeons manually removed the clip applier that was jammed, causing the vessel to tear and bleed. This was quickly resolved using cautery.

Manufacturer narrative:
(B)(4).